Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: we received message from the customer that they had problem in passing flow sensor calibration and volume measurement. As we were told, after they noticed the problems they had removed the patient and had tried for several days testing of the flow sensor calibration maneuver and operation with test lungs (with new patient circuit hoses and flow sensors). Despite their efforts, the problem (naturally) became worst. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we received message from the customer that they had problem in passing flow sensor calibration and volume measurement. As we were told, after they noticed the problems they had removed the patient and had tried for several days testing of the flow sensor calibration maneuver and operation with test lungs (with new patient circuit hoses and flow sensors). Despite their efforts, the problem (naturally) became worst. No health impact or consequences.